Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 2 door 1 had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower 2 door 1 had failed. A field service engineer (fse) arrived at the station, powered it down, removed and inspected the latch column, adjusted latches, reinserted the column, and powered the station back up. Customer performed multiple inventory tests to verify tower door functionality. The system functioned as intended after the field service engineer repaired the device.